Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician was unable to advance the neuron 070 into its introducer sheath. The physician used a guidewire to try to advance the neuron 070, however was still unable to advance into the introducer sheath. The physician then attempted to advance the neuron 070 into the non-penumbra catheter without using the introducer sheath and, consequently, the neuron 070 crumpled. The procedure was then completed using a new neuron 070 with its introducer sheath and the same catheter. There was no report of an adverse effect to the patient.